Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 23:22:59. During night drain cycle three, the patient's ultrafiltration reading was 1906ml, indicating the home patient (hp) drained 1906ml more than their maximum programmed fill volume of 3000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The iipv event was confirmed through an event history log review. The cause was determined to be a false empty detection and use error: the low drain volume (ldv) alarm was inappropriately bypassed. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the ldv alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.